Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 05-mar-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturer's representative (rep) regarding a patient who was receiving bupivacaine, dilaudid, and clonidine all at unknown doses and concentrations via an implantable infusion pump. It was reported that the patient had a refill on (B)(6) 2020 and the expected volume was 11ml and the actual volume returned was 29ml. It was reported that the patient had a dose increase and a few days later the patient reported that there was no relief from the pain symptoms. The logs showed no motor stalls, and a dye study was scheduled for (B)(6) 2020. The patient had been in pain for at least a couple of weeks. The first time a volume discrepancy was noted was in (B)(6) 2019. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012. Product type catheter. Device codes have been updated to include (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-feb-13, additional information was received from the manufacturer representative (rep). It reported the cause of the volume discrepancy was, "unsure, suspecting kink in catheter". The results of the dye study was "dr was unable to aspirate the catheter today". No actions or interventions occurred as they were unable to complete the dye study. The patient was being sent to a neurosurgeon. The issue has not been resolved.